Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.04" offset at the tips. A clip can be properly loaded on the grips. The instrument failed the clip test, the clip did not release from the grip tips after closing. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was sticking in the medium-large clip applier instrument after clipping (clip application). The procedure was completed with no reported injury.